Event description:
I had a left hip replacement with a depuy product. Three model numbers are listed. Model 1217-22-054, 1217-20-500 and 1570-11-135. Also, 1221-36-054 and 1365-52-000. After surgery I experienced a fracture which took me a year to recover from. My left leg is an inch shorter now. I am writing you to let you know that my left hip does, on occasion, unlock and lock my car as I am approaching it on the left side. Has happened 15 times over past 6 years. I have had witnesses. Can you please investigate and reply. Thank you.